Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that hypodermic needle mckesson prevent sg sliding safety needle was clogged. The following information was provided by the initial reporter: "it was reported by the consumer the fluid will not come out of the needle tip."

Manufacturer narrative:
H6: investigation summary it was reported that the fluid will not come out of the needle tip. To aid in the investigation, one hundred thirteen samples in sealed blister packaging were received for evaluation by our quality team. Fifty samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the fifty samples one sample did not expel the solution. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that hypodermic needle mckesson prevent sg sliding safety needle was clogged. The following information was provided by the initial reporter: "  it was reported by the consumer the fluid will not come out of the needle tip.  "